Event description:
Caller alleged discrepant inratio2 results. Results as follow: date: (B)(6) 2013, inratio: 2.5, lab: 4.4; date: (B)(6) 2013, inratio: 2.2, lab: 3.3; date: (B)(6) 2013, inratio: 2.4, lab: 2.8; date: (B)(6) 2013, inratio: 1.6, re-test: 2.5, lab: 3.4. All tests performed within one hour of each other. Therapeutic range: 2.5-3.5. Pt self tester reports milking the finger after finger stick and the inratio meter not being in the correct mode when finger stick was performed ((B)(6)).

Manufacturer narrative:
Investigation pending.